Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0414 captures the reportable event of stent barb torn material.

Event description:
It was reported to boston scientific corporation that an advanix biliary preloaded center bend stent was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, the flange on the back of the stent became caught in the elevator of the scope. The stent and the scope had to be removed, and another advanix biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event.